Manufacturer narrative:
The device has not been returned to bench for evaluation. No functional testing or repair could be performed.based on the information available the cause of the reported problem was not confirmed. The customer was provided information to return the device to bench repair for evaluation and repair however, the device has not been received for evaluation and no tracking information is available. The cause of the reported allegation is undetermined. There is no further action required at this time. If additional information is received the complaint file will be reopened. H3 other text : device not returned for evaluation.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the mx40 experienced a speaker malfunction and was without audio. The device was in use. There was no report of patient or user harm.

Event description:
The customer reported that there was a speaker malfunction without audio. The device was in use on a patient. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.